Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. There was air bubbles when flushing and the hemostatic valve was separated. When attempting to flush the vizigo sheath they were getting air bubbles and a whistling sound when attempting to flush. The sheath was replaced and the issue was resolved. The procedure was then continued and subsequently completed. There were no reported patient consequences. To be more specific on what section separated it was the hemostasis valve. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not disconnect from the sheath. The sheath was in the patient when the leakage was detected. It is unknown if air entered the patient¿s body. The sheath was removed percutaneously. The hemodynamics were compromised due to bleeding, and the physician did not want to continue because of blood bleed back. The approximate volume of blood that was lost is unknown. The physician exchanged the leaky vizigo for a new vizigo. Air flow into side port is MDR-reportable. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On 19-mar-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 19-apr-2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. There was air bubbles when flushing and the hemostatic valve was separated. When attempting to flush the vizigo sheath they were getting air bubbles and a whistling sound when attempting to flush. The sheath was replaced and the issue was resolved. The procedure was then continued and subsequently completed. There were no reported patient consequences. Device evaluation details: visual analysis revealed that the hemostatic valve was not found inside the device. The hemostatic valve detachment could be related to the dilator wrongly introduced; however, this could not be conclusively determined. The device history record (DHR) for the lot number 00001834 has been received and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).